Event description:
It is reported that the pt's hip was revised due to the femoral head breaking away from the stem.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.